Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had expired. The cause and date of death are unknown. It is unknown if the patient's death is related to pump therapy.